Event description:
It was reported that a patient went in for a lead revision due to inadequate coverage on the left side and a different kind of lead was going to be implanted. The reporter stated that during the case the patient ¿had issues with anesthesia in regards to blood pressure¿ and the case was aborted. It was reported that the lead and implantable neurostimulator were explanted and no devices remained implanted at the time.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).